Event description:
I used kotex tampons through my teenage years with no problems. In the past few years, I've noticed that when extracting the tampon, no matter how saturated, seems to stick and some of the cotton is pulled off and frayed. Over the past 2 yrs, I've noticed a major significance in my pain during my periods. Horrible, literally debilitating cramps and back spasms, neither of which I'd ever dealt with, and coincided with my periods. I'm a migraine sufferer, but have been since a very young age, 3 or 4. But I rarely have ever gotten regular headaches. In the past two years, I've had week long headaches, which is accompanied by exhaustion. I have also had many odd bouts of extreme nausea. Reading this report made my blood run cold. I thought it was weird they continued to fall apart, yet they were comfortable and didn't leak, so I brushed past my worry. Please respond back to me. My email is (B)(6). Thank you, (B)(6).